Event description:
The customer alleged they received questionable free thyroxine (ft4) results for one patient on their e-module. The customer alleged the ft4 result did not fit with the patient's clinical picture. The patient's initial ft4 result was 22.8 pmol/l and it was reported outside the laboratory. The result did not fit, and the sample was sent for testing on an abbott analyzer. The repeat result was 13.6 pmol/l. The customer stated the patient had a scan of pituitary. As far as the customer knew, the patient was not treated. The patient was not adversely affected by this event. The ft4 reagent lot number was 176245. The expiration date was requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Patient sample was returned for investigation. The customer's results were reproduced. No interfering factors were identified in the investigated sample. Further clarification of the discrepancies is not possible with currently available testing methods.